Event description:
End user reported she had two pouches that had the film to separate from the mass. She stated that she now does not have a product to apply and has broken down bleeding peristomal skin.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. She is currently using a barrier cream to peristomal skin. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).